Event description:
It was reported that the large volume pump alarmed for "channel error 12-228-111" during a 50mg/50ml lorazepam continuous infusion with a rate of 0.5ml/hr. It was then noted that there was a "bulge" in the tubing set located inside the channel. This occurred in ICU. The customer stated that there was a delay in treatment due to need to replace tubing. Other than this delay, there was no consequence or impact to the patient.

Manufacturer narrative:
The customer complaint of tubing set ballooned and device alarmed for channel error 12-228-111 could not be confirmed due to the product was not returned for failure investigation. Review of the sn (B)(6) service history record showed the device had a manufacture date of 08/21/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the large volume pump alarmed for "channel error 12-228-111" during a 50mg/50ml lorazepam continuous infusion with a rate of 0.5ml/hr. It was then noted that there was a "bulge" in the tubing set located inside the channel. This occurred in ICU. The customer stated that there was a delay in treatment due to need to replace tubing. Other than this delay, there was no consequence or impact to the patient.